Event description:
Customer reported a past incident of high blood glucose levels, with the specific value displayed as "high," though the exact numbers remain unknown. Cause was not known. Customer resolved the situation by taking a correction injection using a manual insulin method and did not require assistance from third parties, despite feeling unwell. Technical support recommended consulting a healthcare professional to discuss potential causes affecting blood glucose levels, and the customer understood this recommendation.